Event description:
New information indicated no intervention was performed. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an electrocardiogram anomaly. No intervention was reported and the patient was asymptomatic. The patient would be monitored.